Manufacturer narrative:
Originally a standard femoral stem, neutral liner, solid acetabular cup, and 36mm, -4mm ceramic head were implanted. The stem was replaced with a lateralized stem, hooded liner, and 36mm, +0 mm ceramic head. The distributor, reported that the femoral stem was well fixed following the dislocation, but upon reduction it was determined that the joint was instable with notable laxity. The surgeon opted to increase stability of the joint but implanting a lateralized insitu femoral stem to increase stability. The surgeon replaced the femoral head since a new stem was implanted. The neutral liner was replaced with a hooded liner to provide additional articular surface area and further reduce the risk of future dislocation. Joint laxity, and subsequent dislocation, has a variety of potential causes including, but not limited to, surgical implant selection and patient factors. Dislocation is a known and documented risk for total hip replacement.

Event description:
It was reported that a patient dislocated. The distributor stated that a lateralized stem in addition to a longer ceramic head and hooded liner were used during revision for greater stability.